Event description:
It was reported, the patient experienced a loss of therapeutic effect while stimulation was turned on. The patient had not felt stimulation since two weeks ago no matter how high the voltage was set. It was noted, the patient was feeling stimulation at 1.0 or 1.2 volts post-operatively. All electrode impedances were in the 700 ohm range when run at 3.0 v and group impedances were 335 ohms at 4.8 v. A manufacturer representative tried activating different contacts and changing the rate but this did not resolve the problem. It was noted, the patient¿s adaptive stimulation had not been activated yet. Additional information received reported, the physician sent the patient for x-rays but results were not yet available. No device malfunctions were found. The physician was going to give the patient more healing time to see if stimulation perception returned. It was noted, the patient¿s lead was placed near the nerve on his left hip and was not placed in the epidural space. The physician believed the nerve may need more time to heal. Additional information received reported that the percutaneous lead was implanted in a laminectomy procedure and pulled out of place. It was noted that a revision occurred today and the percutaneous lead was removed and replaced with a paddle lead. Additional information received reported that the patient had 1 epidurally placed lead and it was not a peripheral lead. It was noted that the percutaneous lead was placed via a laminotomy. It was noted that it worked good for a couple of months but then the patient lost paresthesia. It was noted that all impedances were normal. It was noted that the x-ray showed the lead had pulled out of the epidural space. Additional information received reported that impedances checks were performed and were normal. It was noted that x-rays were taken to confirm the percutaneous lead had moved out of place. It was noted that no malfunctions were seen. It was noted that a lead revision was performed. It was noted that the patient was going to come back in 4 weeks for post-revision follow up and they were going to program at that time.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).